Event description:
Received brand new system 9 power from stryker and found upon inspection via borescope that there were items containing rust. The issue was reported to the sales rep because he was here to conduct an in-service. He understood and offered to replace the rusted items.